Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 29.8 mmol/l and 4.2 mmol/l within 1 minute on the aviva system. No adverse event reported. The alleged product was requested for evaluation.